Event description:
It was reported that two days after the implant procedure the right ventricular (rv) lead was check for suspected dislodgement. It was found that lead had perforated and a emergency surgical intervention had to be performed. Lead was changed to a myocardial non-boston scientific lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental was created to add information on: h. Device manufacturers only. 6. Adverse event problem in health effect - impact code.

Event description:
It was reported that two days after the implant procedure the right ventricular (rv) lead was check for suspected dislodgement. It was found that lead had perforated and a emergency surgical intervention had to be performed. Lead was changed to a myocardial non-boston scientific lead. No additional adverse patient effects were reported. The complaint device was not returned to bsc, therefore product analysis could not be performed. Conclusion code: "known inherent risk of device".